Event description:
It was reported that the pump was alarming for "catheter alarms" after the patient returned from the or. The patient is critical, ventilated, has atrial fibrillation with episodes of v-tach on dobutamine and epinephrine at high doses. The user was unable to aspirate from the central lumen. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
B)(4).

Manufacturer narrative:
(B)(4). In section d provided the full UDI #: UDI related data quality updates only. Other remarks: n/a corrected data: n/a

Event description:
It was reported that the pump was alarming for "catheter alarms" after the patient returned from the or. The patient is critical, ventilated, has atrial fibrillation with episodes of v-tach on dobutamine and epinephrine at high doses. The user was unable to aspirate from the central lumen. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Event description:
It was reported that the pump was alarming for "catheter alarms" after the patient returned from the or. The patient is critical, ventilated, has atrial fibrillation with episodes of v-tach on dobutamine and epinephrine at high doses. The user was unable to aspirate from the central lumen. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4) the reported complaint that "the user was unable to aspirate from the central lumen" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a corrected data: n/a.